Event description:
Event was reported to (B)(4) by an attorney. The patient experienced dyspareunia, dysuria, scarring, urinary retention, pain and suffering, and other injuries as they become apparent. No further information has been provided.